Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous, unspecified vessel. The physician advanced an unspecified guide wire to the target lesion. Then, the physician advanced a non-bsc ivus catheter to the target lesion; however, the catheter was unable to cross the lesion. A 12mmx3.50mm liberte bare stent delivery system (sds) was advanced to the target lesion, it was also unable to cross the lesion. The physician then used a two wire technique with an unspecified 5f guide catheter and re-advanced the sds to the target lesion, but again was unable to cross the lesion. The sds was successfully removed. Upon removal, it was noted that stent flaring occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.